Event description:
The physician had difficulty advancing the catheter. The catheter kinked and advanced quickly with a whipping motion and perforated the main left artery. Pt underwent surgery. Catheter was removed and discarded by the hosp.